Manufacturer narrative:
Concomitant medical products: 8253001 - nim mainframe response 3.0, serial (B)(4), lot # 66456200, manufactured date ¿ feb/26/2010, 510(k) # k083124, (B)(4). The nim patient interface (product # 8253200rf) was returned for analysis. Evaluation found that the device had a defective pcba and an incrementing probe failure. Evaluation also found that the unit came in with two incorrect fuses and had a missing o-ring. The device was repaired, missing items were installed, incorrect items were replaced, tested to manufacturer product specifications and returned to the customer. The nim mainframe response (product # 8253001) was returned for analysis. Evaluation could not duplicate reported event of intermittent failure. Evaluation found no fault with the device. The device was tested to manufacturer product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that in two procedures, intra-operative the nim system was giving intermittent readings when it was "fired." The first procedure occurred on (B)(6) 2017 and the second procedure occurred on (B)(6) 2017. Both procedures were completed. There was no report of patient impact on both procedures. Regulatory report # 1045254-2017-00353 was filed for procedure 1 of 2 that occurred on (B)(6) 2017 ((B)(4)). This regulatory report is being filed for procedure 2 of 2 that occurred on (B)(6) 2017 ((B)(4)).